Event description:
During initial assessment of a returned homechoice pro machine, a baxter technician identified an increased intra-peritoneal volume (iipv) in the logs. The iipv occurred on (B)(6) 2012 during cycle 5. The cycle 5 ultrafiltration reading was 1461ml, indicating the patient drained 1461ml more than their maximum programmed fill volume of 2000ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was one or more cycles advanced to the next fill when a slow/no flow situation occurred above the minimum drain volume threshold.